Manufacturer narrative:
Findings: unable to verify alarm due to blank display. Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unable to verify unresponsive buttons due to blank display. However, corrosion noted at keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.